Manufacturer narrative:
(B)(4). Batch # m54473. Conclusion: the analysis found that one pce60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open pancreatosplenectomy, some deployed staples of the distal end which were fired on the uncut part of neoveil were unformed though the target tissue was cut and stapled properly at the 2nd firing on the pancreatic parenchyma. The cartridge was gold. The doctor waited for fifteen minutes before the firing and then, the device was fired little by little. There were no adverse consequences to the patient.